Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope failed display image. The issue occurred during procedure, and the same device was used to complete the procedure. No patient harm was reported.